Event description:
It was reported that the device was not inflating properly during pre-use check. No patient injury was reported.

Manufacturer narrative:
One sample and one picture was received in used conditions without its original packaging. Sample received is the same as pictures attached, when the cuff was inflated with 15cc of air, the cuff inflated completely and symmetric around the tube. The complaint is not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).